Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing noise signals. The post shock impedance measurement was 88 ohms. Additionally, it was noted that device feature, smart pass became disabled due to low amplitude r-waves. Technical services (ts) was consulted for review of the store episode and troubleshooting and programming recommendations. The boston scientific representative was to discuss the findings with the physician. Additional information was received that the electrode is fractured and a replacement procedure is scheduled. Subsequently, this electrode has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the electrode is fractured and a replacement procedure is scheduled. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode has been explanted and replaced. No adverse patient effects were reported. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body approximately 17 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured. In addition, visual inspection revealed a crack at a bubble in the polycin vorite inside the lumen just at the edge of the notch. The crack was only observed inside the lumen, not on the surface. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fracture resulted in the observed inappropriate shock, noise, oversensing, low amplitudes and high impedance code.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing noise signals. The post shock impedance measurement was 88 ohms. Additionally, it was noted that device feature, smart pass became disabled due to low amplitude r-waves. Technical services (ts) was consulted for review of the store episode and troubleshooting and programming recommendations. The boston scientific representative was to discuss the findings with the physician. The device system remains in service. No adverse patient effects were reported.